Event description:
It was reported by service report that the safety bar on head section is bent and not fitting in the antler assembly properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.